Event description:
Information received indicates the right head caster did not hold when the brakes were engaged.

Manufacturer narrative:
The technician found that the right cam pivot was broken causing the right head caster not to engage in the brake mode. He replaced the cam to repair the bed.